Event description:
Customer felt his blood glucose result might be low, had an aviva system result of 60 mg/dl. He immediately drank orange juice, felt better. Same system retest result within 10 minutes was 218 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.